Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported clip open while establishing final arm angle (faa) could not be determined in this incident. Additionally, the observed torn material (clip introducer) appears to be related to procedural/operational conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds 90204u148) was advanced to the mitral valve and while establishing final arm angle (faa), the clip opened. Troubleshooting was performed, but the clip continued to open. The clip was not deployed and the cds removed. Another cds (90311u152) was advanced; however, while establishing final arm angle (faa), the clip opened. Troubleshooting was performed and the clip was able to be implanted. The clip did not open after deployment. The mr was reduced to 2 and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.